Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited intermittent capture and sensing intermittently in the bipolar pulse configuration mode. The lead was capped and exchanged on (B)(6) 2022. The patient was stable throughout.